Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the down arrow keypad button began sticking with intermittent response that day and required multiple presses to evoke a response. There has been no reported trauma to the pump. The patient reportedly wears the pump attached to a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved at the conclusion of the call.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the down arrow, ok, and contrast keypad buttons were found to be intermittently unresponsive; the up arrow button responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.